Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported husband via phone call for off no power. Customer¿s blood glucose was 160 mg/dl at the time of incident. Customer reported that insulin pump shuts off, when had her check the alarm history customer has off no power. Customer reported that they did not receive a low battery alert prior to the off no power alert. Customer stated that the battery was not previously used. Customer reported that this is the second occurrence of off no power alert without a low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed displacement test and self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address or serial number label, cracked belt clip slot, cracked case reservoir tube window corner and stripped battery cap(p) coin slot (B)(4).